Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: t180, ICD, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after the patient died in a manner unrelated to the device system. The rv lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.